Manufacturer narrative:
Information for supplemental 1 of 1219930-2016-01320 was incorrectly reported for the adapter used with the reported reload device. Reload product lot number is not available.

Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap assisted distal gastrectomy, at the stomach resection ,the surgeon pushed the green button , however, the handle was stiff and was unable to squeeze. Replaced by a new reload and the firing was completed with no problems. UDI number is not available. The procedure was completed with another device. The status of the patient: no problem. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.